Event description:
During prep for a tavr procedure using a 26m sapien 3 transcatheter heart valve, an oily liquid substance was observed in the package and on the distal part of the esheath upon opening the package. The decision was made to use a new esheath. There was no damage to the packaging or pouch. The patient had a good outcome post-procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The 14fr esheath was returned for examination. A visual examination found that the sheath liner was unexpanded, and the distal tip was unopened, there was a transparent substance found on the card, under the uv light, the transparent substance was visible at the sheath distal tip. Imagery was provided and liquid was observed on the bottom of the card packaging and near the sheath distal tip. Dimensional testing isolated the material collected during the product evaluation and the results show similar absorption characteristics as poly(dimethylsiloxane) confirming the residue on the card to be the silicone used during packaging. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3 and device preparation manual. Based on this review, no IFU/training deficiencies were identified. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During manufacturing, the esheath is visually inspected several times throughout the process. These inspections and tests support manufacturing mitigations are in place; however, further evaluation supports that a manufacturing issue may have contributed to the complaint event. The complaint for system components anomaly was confirmed through a visual examination and dimensional testing. A review of IFU/training materials revealed no deficiencies. As reported, "at the moment of opening the esheath it was noticed an oily liquid in the package and on the distal part of the esheath. The liquid was wet when detected and it was limited to the packaging tray/card." In addition, the sheath was noted to be stored vertically. Evaluation of the returned product confirmed the presence of transparent residue found in the card and on the sheath distal tip. Ftir testing confirmed that this residue is silicone (polydimethylsiloxane). During the packaging process, silicone is applied between the hemostasis valves within the sheath hub. It is possible that excess silicone was inserted into the sheath and/or the silicone may have been injected to a wrong location which slowly leaked through the shaft, especially if the sheath was stored vertically at the site. Additionally, the silicone fluid (polydimethylsiloxane) is biocompatible and not hazardous; therefore, this defect is considered cosmetic. It should be noted that awareness communication was performed as a cautionary response. In this case, available information suggests that factors related to manufacturing (improper silicone application) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective actions are required.